Manufacturer narrative:
Non-healthcare professional product event summary: the data files and balloon catheter, 2af284 with lot number 03059 were returned and analyzed. The data files showed at least 17 applications were performed with a different balloon catheter without any issues or system notices on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 0.55 inches from the tip. In conclusion, the reported ¿compromised outer vacuum¿ issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.